Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The product investigation visual inspection revealed the tip of the end arm was broken across the hole. The broken tip was returned with the complaint product. Enough material remained around the hole to obtain an accurate measurement. There are several scratches on all subcomponents indicating use. Both jig pin screws were missing from the assembly. The hole to hole locations could not be accurately obtained with the measuring equipment available. All dimensions measured were found within print specification. Enough material remained around the 0.315mm hole to obtain an accurate measurement. The two jig pins were not returned with the complaint product; therefore, functional verification could not occur. Based on the measurements taken, this complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that a piece broke off of the jig and product occurrence was not relevant to the health of the patient.